Event description:
The customer reported that her olympus evis exera iii video system center was not displaying an image. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report her event. During the call, tac recommended checking the pigtail connection and making sure it was secure. The customer checked and tightened the connection. Following that step, the image was present without issue. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The initial medwatch incorrectly reported the evis exera iii video system center was not displaying an image. The customer reported the evis exera iii video system center was capturing black images. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.